Event description:
Locking mechanism was broken. Screw was protruding out of the plate and bone. Patient came in for unrelated pain and event was discovered through an x-ray. X-ray is not available. Revision surgery was done today and all broken fragments were retrieved. No surgical delay. No adverse consequences.